Event description:
Country of complaint: (B)(6). The suture was detached from the needle.

Manufacturer narrative:
Us reporting agent notified: (B)(6) 2014. Complaint description: the suture was detached from the needle during suturing. Samples received: 1 open pouch. Analysis and results: there are no previous complaints of this code/batch. There are no units in OEM stock. OEM received one open pack with a detached needle (there is no thread inside and the needle is manipulated). Reviewed the batch manufacturing record, this product had a normal process and the results during the process conform to requirements. The complaint is justified for isolated detached needles, but the conclusion is not corresponding according to the results of the in process control when this batch was manufactured. Final conclusion: the complaint is not corresponding (not justified).